Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The endotracheal tube was received for evaluation. Investigation determined that the inflation line was not assembled properly, and that it was not facing the correct position. The reported customer failure mode was confirmed. A CAPA has been initiated to address the reported failure. (B)(4).

Event description:
Covidien received information from a customer stating that during testing prior to use, a nurse felt resistance during inflation and deflation of the cuff on an endotracheal tube. There was no reported patient involvement.